Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. Same case as MFR ID#: 2134265-2010-03669, 2134265-2010-03670. It was reported that during a stenting treatment procedure, a vessel occlusion and dissection occurred, and post procedure, the patient experienced a myocardial infarction. The target lesions treated were located in the proximal and distal left anterior descending coronary artery (lad). The first was considered a medium risk type "b" lesion and located in the mid to distal lad, was 95% stenosed and 8mm long. The second was also a medium risk type "b" lesion in the proximal lad, at a bifurcation, 60% stenosed and 14mm long. Initially when a an unspecified wire was introduced, the site was hazy, "like a thrombus", but resolved when wire was removed. The distal lesion was treated with predilation using an apex 2.0x30mm balloon at 10atm for 76 seconds. Five attempts were made with the 2.25x12mm taxus liberte atom stent delivery system (sds), but each time the device was unable to cross the lesion, requiring several additional dilations using the 2.0x30mm apex balloon and one inflation using a 2.5x20mm maverick balloon. A final attempt made with the 2.25x12mm taxus liberte atom was successful. The stent was deployed at 16atm for 30 seconds and the sds removed. A new 2.0x30mm apex balloon was advanced for post dilation of the stent. Three inflations were done, first was 6atm for 68 seconds, followed by 12atm for 26 seconds and 12atm for 18 seconds. A 2.75x16mm taxus liberte was advanced to the proximal lesion and deployed at 20atm for 25 seconds. The sds was removed. A 2.0x30mm apex balloon was advanced for post dilation and was inflated at 10atm for 90 seconds and 10atm for 25 seconds and a third time at 6atm for 65 seconds. It was replaced with a 3.0x20mm maverick balloon which was inflated at 16atm for 15 seconds and then exchanged for a 2.0x20mm maverick balloon. The wire was exchanged, the balloon removed and a 3.0x12mm taxus liberte stent delivery system advanced also to the proximal lesion and deployed at 20atm for 30 seconds. The stent balloon was then used to post dilate the lesion at 16atm for 15 seconds. The sds was removed and the procedure was closed. Final result for both lesions was 0% residual stenosis. However, it was reported that following the procedure, timi flow was reduced from 3 to 2 in the mid to distal vessel, and that there was transient lack of flow distal to the treated segment and that there was a dissection noted following the intervention, but was not able to be "perfectly treated." It was also noted that the decreased distal flow could have been due to thrombus. A restudy done post procedure found that the distal lad was occluded and filled at a later date with collaterals. One day post procedure, the patient had elevated troponin levels, consistent with an acute myocardial infarction. Troponin level performed the same day following the procedure was 0.10 and 1 day post procedure was 8.35 (reference range is 0.00-0.50ng/ml, acute myocardial infarction noted at >0.50). Ckmb was also noted to be elevated at 58.1 (reference range 0.3x5.0ng/ml). It was reported by the site that the myocardial infarction and occluded lad were treated conservatively with intracoronary nicardipine and angioplasty and that there was "flow in distal lad after this procedure." It is the opinion of the investigator that the myocardial infarction is unrelated to the stents, and that the dissection is unrelated to the boston scientific devices used in the procedure.

Event description:
It was further reported that post index procedure, there was timi-3 flow in the distal lad and timi-2 flow in the proximal lad. It was also noted that prior to discharge, the patient was reported to not be taking any maintenance thienopyriding treatment.

Manufacturer narrative:
(B)(4).